Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. . However, the pump failed the active current measurement and sleep current measurement due to moisture damage on the electronic assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. The customer also stated that, the insulin pump gave low battery alert before replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.